Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the system and the error 816 recurred, pointing to the patient side cart (psc) battery. The fse replaced the psc battery. The fse then repeatedly performed hard power cycles and the error 816 did not recur. There was an error 23024 caused by the ecm cannula mount. The system was tested and verified as ready for use.

Event description:
It was reported that after a da vinci-assisted surgical urethroplasty procedure, the system reported error 816 when the customer drove the patient side cart (psc). The technical support engineer (tse) guided the customer to hard power cycle the system, but the issue remained. The procedure was completed with no reported injury.